Event description:
Dental patient -female received dental restoration treatment involving tooth etchant gel. Toward the end of the appointment, a blue-ish mark was removed with a wet 2x2 -dentist assumed this was dye from the articulating paper-. The patient called the next morning reporting what appeared to be 2 burns on her cheek with no pain or tenderness. The patient was examined by a dermatologist in 2009 who confirmed two inflamed lesions on the left cheek that could be consistent with chemical irritation or mild chemical burn and prescribed biafine cream. The etchant instructions for use state "contains phosphoric acid that can be harmful to skin, mucosa and eyes. In case of contact with any of these tissues, flush immediately with copious amounts of water and seek medical assistance for appropriate treatment." Dose or amount: thin layer to tooth enamel. Frequency: once. Route: top. Dates of use: 2009 - once. Diagnosis or reason for use: normal dental procedure.